Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for clinical follow-up. It was noted that the cardiac resynchronization therapy defibrillator was in backup. No adverse consequences were reported on the patient. The device was reprogrammed and the issue was resolved.